Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 250 mg/dl. The customer was advised to revert to a back-up plan per health care provider's instruction. The customer will be sent a letter stating that the pump is out of warranty. No products were returned or shipped.